Event description:
Reported as "rupture of catheter on access port tubing".

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted breakage of the port tubing located near the stainless steel connector (this is portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). The breakage of the port tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Also, during performance testing, a leakage of air was observed from the bottom of the access port when tested with air. This leakage may or may not be related to the reported event which does not specify a leak of this nature. No leakage was observed when fill inspection was performed with fluid. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."